Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery dropped from 45% to 5% while connected to a power source. There was no reported impact to the customer's blood glucose level. Reportedly the customer had an alternate pump for insulin therapy.